Manufacturer narrative:
The device was returned for analysis. The stent implant was exposed 1 cm from the distal end of the sheath, confirming the premature activation. The struts of the distal end of the stent implant were overlapped. The handle halves were opened, and the internal mechanisms were visually inspected. The luer remained stuck inside the handle luer port. The lock pin remained inside the thumbwheel. The reported difficult to remove was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during mandrel removal, the tip of the device was inadvertently pulled as well; thus resulting in the reported difficult to remove - mandrel, ultimately resulting in the reported/noted stent premature activation. Inadvertent mishandling during packaging for return likely resulted in the noted device damages: overlapped stent struts and bent stylet. It is possible that during preparation inadvertent mishandling contributed to the noted material separation of the lock pin inside the thumbwheel; however this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 5.0x150mm absolute pro self-expanding stent delivery system (sds), resistance was noted when removing the mandrel/stylet and the stent was unsheathed and flowered. Another same device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.